Event description:
The patient is a (B)(6) gentleman with a history of proliferative diabetic retinopathy, treated with panretinal photocoagulation, and a recent vitreous hemorrhage with subhyaloid hemorrhage in the right eye. He also has a history of macular edema in the right eye. He presented for removal of vitreous hemorrhage and laser treatment in the right eye. During the laser application, the laser probe malfunctioned. It was not able to retract from the curved position, making it difficult to remove the probe through the straight 23 gauge cannula and superior nasal sclerotomy. During the attempt to remove the probe, it touched the posterior capsule of the lens, creating a hole in the posterior capsule. The 23 gauge cannula was dislodged from the sclerotomy at the time of removal. The patient is at increased risk for early cataract formation as a result.